Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had damage to the plastic at the front pulley and to the black conductor wire. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow up: the reported damage was noticed under a microscope. No material was found to be missing. There is no additional information available regarding potential damage to the conductor wire. No loss of cautery was noticed, nor any arcing.